Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -06.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) /2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault and lens rotation. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: date should be corrected to 02-jan-2019 in the original MDR. (B)(4).